Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-01576. It was reported that a puncture burn and pleural effusion occurred. A radiofrequency ablation (rfa) procedure was performed utilizing a rf3000 radiofrequency generator for treatment of right pulmonary tumors. Two lesions of the lower lobe were identified and noted to have decreased in size from chemotherapy. A 4.0/15/15 leveen coaccess was positioned in the first lesion, the lateral segment. This size was chosen to match initial size of the lesion prior to chemotherapy. Ablation was performed in cycles of 4 minutes/60 watts and then 1 minute/60 watts until roll-off was achieved. Using the same pulmonary entry point, the same leveen coaccess was positioned in the lesion of the para-mediastinal segment. The needle was partially deployed, due to contact with the vertebral body. Two ablation cycles were performed; one of 3 minutes 40 seconds and one of 1 minute at 70 watts, until roll-off was achieved. The needle was withdrawn. "Non-significant and non punctionable minor pneumothorax at the end of the procedure" the patient was discharged the following day after a normal radiographic control; without any pneumothorax or pleural effusion. The patient was asymptomatic. The next day the patient was hospitalized emergently for pain and dyspnea. CT scan was negative for pulmonary embolism and did not reveal pneumothorax of inflammatory pleurisy. The patient remained in intensive care for 24 hours. During the hospitalization, a skin burn did appear; approximately 30 cm below the thorax and the entry point of the needle in the right paralumbar fossa. After a pleural drainage, the symptoms disappeared progressively and the wound is healing. The patient is reported to be doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the ablation was successful.